Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had a fall recently. Electrode impedance testing showed a short on electrodes 4 and 11 reading <(><<)>150 ohms at 3.0v. When impedance testing was done at lower settings shorts on other pairs were read as well. The stimulation was reprogrammed around shorts and the patient received good coverage.